Event description:
Pt was on a prism and showed a heart rate of 160 bpm. According to the hospital the pt had no heartbeat. The pt fell forward on the bed and the medical assistant called the crash cart in. The crash cart has a defib that will read heartrate and the defib said asystole. The customer said neither the monitor nor the central station alarmed.